Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, it was attempted to advance the guidewire but the guidewire became stuck. The catheter was removed from the body and tissue was visualized at the tip of catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, it was attempted to advance the guidewire but the guidewire became stuck. The catheter was removed from the body and tissue was visualized at the tip of catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned and is awaiting analysis.